Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found cannula broken. Broken part is attached to plastic tubing.

Event description:
Customer reported via phone call that he might have pulled the sensor when he was trying to insert the sensor. Customer mentioned the cannula was bent. Customer's blood glucose was 89 mg/dl. After troubleshooting, customer was advised the sensors will be replaced. Customer agreed to return sensors for analysis.